Event description:
A vertos medical sales representative received information regarding a patient experiencing severe pain post-operatively (reported back, leg, and butt pain) following a mild procedure completed the same day (B)(6) 2023). The patient was admitted to the hospital on (B)(6), where a laminectomy was performed on (B)(6) to address post-procedural complications. The patient was last discharged on (B)(6) 2023 awaiting approval for physical therapy; no further information has been provided.